Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed, 25x2.7mm, eccentric, de novo target lesion containing a <=45 degree lesion bend was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilation with an unspecified balloon catheter, a 2.75x28mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation and stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system associated with the finished goods batch was returned for analysis. A visual and microscopic examination found that the stent on the device was damaged throughout its entire length due to the crimped stent being partially expanded, where a minor positive pressure has been applied to the balloon causing the stent to partially expand, followed by withdrawal of the device aggravating the damage. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).